Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, inspection found a twisted cable. A device history review revealed no issues that would have caused or contributed to the reported issue. This issue is addressed in the instruction for use (IFU): precautions for cases where endoscopic images disappear unexpectedly, or freeze cannot be released. The following items must be strictly observed. There is a possibility that the endoscope image may disappear unexpectedly, or the freeze cannot be released during the examination, and normal images may not be obtained: when the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable may break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head malfunctioned and noticed the a ¿horizontal line¿ appeared on the image on the screen monitor. The issue occurred during inspection and prior to a therapeutic pneumonectomy. The procedure was completed using a similar device there were no reports of patient harm.